Manufacturer narrative:
Additional information: the event was reported as resolved the day after the index procedure. Updated information: annex b field is updated from b13 to b15.

Event description:
Refer to h11 for follow-up information.

Event description:
A patient in a study underwent an ion lung biopsy. Seven to eight hours after the procedure, the patient developed acute aphasia, right-sided neglect and a motor deficit corresponding to a national institutes of health stroke scale (nihss) of 8 points. Emergency brain imaging revealed a 35 × 35 × 30 mm calcified frontal mass (not related to the bronchoscopy; findings point to a pre-existing intracranial mass). The patient was admitted to the stroke unit (ICU), and an acute ischemic event was ruled out. The event was reported as status epilepticus. Due to a presumed focal status epilepticus, midazolam was administered. Two lesions were targeted for biopsy. Lesion number one of the left upper lobe measured 10 x 10 x 10 mm. The distance from the nearest pleura was 19 mm, the distance from the chest wall was 19 mm and the distance from the nearest major blood vessel was 12 mm. Tool used was cryoprobe - 1.1 mm pathology results were benign - scar tissue changes and mixed-cell inflammation with reactive pneumocyte alterations. Lesion number two, also of the left upper lobe, measured 10 x 10 x 10 mm. The distance from the pleura was 7 mm, the distance from the chest wall was 7 mm and the distance from the nearest major blood vessel was 19 mm. Tool used was cryoprobe 1.1 mm. Pathology results were benign - bronchial mucosa and bronchial glands with acute inflammation. The procedure time was 96 minutes. Discharge occurred 15 days after the ion procedure. There was no report of an ion device malfunction during the procedure. The study investigator reported the event as a serious adverse event (sae): hospitalization, ctcae grade 3, possibly related to the ion procedure, probably related to the patient's underlying disease status, not related to the ion system and not related to third-party tools. The patient prior health condition of brain tumor (which was already known in a prior imaging) may be relevant to this incident.

Manufacturer narrative:
There was no report that an ion system, instrument or accessory malfunctioned during the procedure. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the adverse event described is not unique to an intuitive product but possibly related to the investigational procedure. The patient underwent an ion lung biopsy. The procedure was completed without issue. 7 to 8 hours after the procedure was completed the patient developed neurological symptoms, including aphasia, right sided neglect, and motor deficits. Imaging revealed a pre-existing intracranial frontal mass. The patient was hospitalized, and an acute ischemic event was ruled out. The patient was treated for focal status epilepticus. Based on the available data, the events were due to pre-existing underlying medical disease, which was possibly exacerbated by the procedure, including general anesthesia. There is no compelling evidence the events were device related. Bronchoscopy and biopsy is a minimally invasive procedure with a low complication rate and rarely associated with fatal complications. In a multicenter prospective study of 20,986 bronchoscopies the total number of any complications was reported to be 227 (1.08%) with 5 (0.02%) transient ischemic attacks and 4 (0.02%) total deaths but no strokes. Another multicenter study reported 13 (2.2%) complications with no strokes and no deaths associated with 581 cases. A recent prospective multicenter international study of 1,215 bronchoscopies reported 1 associated death (0.08%) and no strokes. Another prospective series of 415 ion procedures reported 1 cva (0.2%). There was no allegation of a malfunction of the ion system, instrument or accessories associated with the reported complication. The risk of stroke associated with general anesthesia has been reported to vary from 0.1-1.9% in non-cardiac, non-neurologic, and non-major surgery and as high as 10% in the setting of brain or high-risk cardiovascular surgery. Neurologic events are rarely associated with bronchoscopy. No seizures were reported in the cited bronchoscopy studies. The incidence of anesthesia associated seizures in patients with or without epilepsy has been reported to be 3.1/10,000. However, rates significantly increase in the setting of epilepsy with reports in the perioperative setting ranging from 2-3.4% and up to 12.8% if a seizure was experienced within 1 year of surgery.